Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the recharger got very hot to the touch and there was a visible break where the wire went into the paddle. The issue began about 10 days ago. Caller asked patient if the implant was getting hot and patient denied the implant getting hot but that they could feel the heat from the paddle. Agent sent email to repair to replace the recharger.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger h3: analysis of the recharger found got a no device found message. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.